Manufacturer narrative:
Other applicable components are: product ID: bi71000117, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. However, the ethernet bulkhead connector/pig-tail extension was replaced. The transfer of images to the navigation system was successful and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system had a successful transfer to the navigation system for the first spin, but for the second spin, the imaging system did not transfer to the navigation system. The manufacturing representative bypassed the bulk head on the mobile view station of the imaging system and was able to successfully transfer the image to the navigation system. There was a delay of less than 1 hour to the surgical time and no impact on patient outcome.